Manufacturer narrative:
This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (lot number 475120), is related to case with patient identifier (B)(6) (lot number 475118).

Event description:
It was reported on (B)(6) 2017, customer obtained results on the performa system of 4.3 mmol/l using performa test strips lot 475118 and within 10 minutes obtained a result of 15.1 mmol/l using performa test strips lot 475120. No adverse event reported. Return of the suspect device was requested for evaluation.